Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing, low sensing, and high capture threshold were observed on the right ventricular lead. Diagnostic imaging was performed which confirmed lead dislodgment. Lead repositioning was attempted, however, the helix was unable to extend or retract from the lead. The lead was explanted and replaced to resolve the event and the patient was in stale condition.